Manufacturer narrative:
(B)(4). (Exemption number e2015033). Due to iata shipping restrictions, the device will not be returned to the manufacturer. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that while wearing the opus 2 audio processor the battery pack started to get hot. He then removed the device from his ear and noticed that battery pack had expanded. Shortly after that, one of the implant power a675p/d6 1.45v zinc air disposable batteries exploded in the standard battery pack. The content of the battery had leaked out into the frame. The user did not have any contact to any electrolytic fluid. No injuries have thus far been reported.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). As per information received from the field the disposal battery expanded in the battery back to such an extent that it broke. So far no device has been returned for investigation. Therefore no root cause could be determined for the reported failure. To determine a root cause an investigation of the concerned external devices are necessary. Reportedly the recipient did not came in contact with electrolyte and also did not have an injury by the reported event. In addition the concerned batteries are not produced or marketed by med-el. This is a final report.

Event description:
The recipient reported that while wearing the opus 2 audio processor the battery pack started to get hot. He then removed the device from his ear and noticed that battery pack had expanded. Shortly after that, one of the implant power a675p/d6 1.45v zinc air disposable batteries exploded in the standard battery pack. The content of the battery had leaked out into the frame. The user did not have any contact to any electrolytic fluid. No injuries have thus far been reported. The device will be kept as a backup and will not be returned. Additional information has been requested from the field, but none has been received.